Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for complex reg pain syndrome type 1. Patient noted seeing a neurosurgeon who adjusted the battery in 2016. They said it was a normal routine adjustment and their ins would not accept a charge so it was replaced. No patient symptoms were reported and no further complications have been reported as a result of this event.